Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: blower defective. Correction: blower replacement. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: technical event:231009 due to defective blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: blower defective. Correction: blower replacement.

Event description:
The following was reported to hamilton medical ag: summary: technical event:231009 due to defective blower.